Event description:
Reporter alleged obtaining the results of 268 mg/dl and 70 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient identifier: (B)(6). Date of event: best estimate is (B)(6) 2009. According to the information received, a urine bag was welded at the top (a 3cm width strip weld is located at the top of the bag) so the liquid cannot go into the bag. The liquid stayed blocked at the top of the bag and remained in the inlet tube.